Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced a small slice on the cord. It¿s exposed cord during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction "theres a small slice on the cord. It¿s exposed cord" was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.